Event description:
It was reported that the dexcom g7 sensor disconnected from the ilet but reconnected during the call, indicating a transient communication issue between the cgm and the ilet. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no patient injury, no medical intervention, and normal device function after reconnection. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that connection was restored and the system operated as expected after reconnection. It was concluded that the event involved temporary signal loss without clinical impact and that device replacement or further action was not required.